Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 205 mg/dl (11.4 mmol/l) at 6:54 am on (B)(6) 2023 and fs read 77 mg/dl (4.3 mmol/l) at 6:56 am on (B)(6) 2023. Inaccuracy is 165.12% with a point difference of 127 (7.1). The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 205-206 mg/dl, and the meter bg reading was 77-78 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 68-69 mg/dl. Customer's bg level was addressed via consumption of carbohydrates. Pump functioned as intended.